Event description:
It was reported that this right atrial (ra) lead is having issues sensing the atrial rhythm, making the device undersense. The under sensing was suspected to be cause by a dislodgment. The dislodgment hasn't been confirmed. The device remains in service. No adverse patient effects were reported.